Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting loss of capture and elevated thresholds due to dislodgement. The lead was originally programmed off. A subsequent revision procedure was performed and the lead was removed from service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was not returned for testing. This product issue will be re-evaluated if additional details are received.